Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a new device was opened. During four different procedures, while ligating the cystic artery, the device formed an 'x' shape which led to arterial bleeding. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the er320 did not ligate neither the cystic artery nor the cystic duct where it caused the arterial bleeding. The arterial bleeding was controlled by over sewing the cystic duct and artery and it took a lot of time to do that as dr. (B)(6) stated. No blood transfusion was required. The patient was discharged from the hospital with full recovery.